Event description:
On 11/6/98 following a diagnostic procedure, an angio-seal device was placed in a pt's groin. Following deployment, the device collagen visualized above the pt's skin level, therefore further attempts were made to tamp the collagen against the top of the vessel in order to create the anchor-arteriotomy-collagen sandwich. The collagen did not advance into the pt's tissue tract and the device then was reportedly "came out" into the pt's subcutaneous tissue. Bleeding was noted, and the physician believed that the arteriotomy may have been compromised. The pt was taken to surgery where a laceration of the femoral artery at the arteriotomy site was identified and subsequently repaired. The pt tolerated the procedrue well and was discharged home in satisfactory condition two days following the event. As of 12/21/98 there has been no further report of complication or pt sequelae made to the MFR.